Event description:
The user facility inventory manager reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn noted that this blood leak event occurred during the second setup of the patient¿s treatment. The rn explained that the patient has ongoing access issues. The patient initially had a fistula placed followed by a graft (non-fresenius products) and has experienced issues with both. Approximately one hour following treatment initiation, the patient experienced access issues which clotted off their system. The rn confirmed that this issue is unrelated to fresenius products. The patient¿s blood was returned. The patient¿s treatment was re-setup and treatment continued for approximately two hours until the blood leak event. The rn was uncertain whether the patient¿s access issue caused or contributed to the blood leak event. The rn stated that the patient is scheduled to be seen by the surgeon for additional evaluation to address these issues. The blood leak was internal. The fresenius 2008k2 machine alarmed appropriately with a blood leak alarm. The blood leak was not initially visible to the clinic staff. Blood leak test strips were used and tested positive for the presence of blood. The rn noted that the blood leak could be visually observed in the dialysate after disconnecting the supplies. No defect or damage was noted. The patient¿s estimated blood loss (ebl) was approximately 250 ml. No patient injury or required medical intervention resulted from the reported event. The patient opted to end treatment for the day. Due to the interruptions and incomplete treatment received, the patient arrived at the clinic the following day and received an additional treatment. Treatment successfully completed without resulting in adverse event, serious injury, or required medical intervention. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: a temporal relationship exists between hd therapy utilizing an optiflux f180nre dialyzer, and the serious adverse events of a blood leak resulting in blood loss (ebl = 250 ml), the early termination of hd therapy), and an additional hd treatment the following day. Per the hdrn, the 2008k2 hemodialysis system appropriately detected the presence of blood within the dialysate, which was confirmed with the use of several blood leak test strips. It should be noted that no visible damage was noted on the interior/exterior of the optiflux f180nre dialyzer. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. Based on the totality of the information available, the optiflux f180nre dialyzer cannot be excluded from having a causal and/or contributory role in serious adverse events (e.g., blood loss). Given the hdrn¿s testimony/observations regarding the optiflux f180nre dialyzer blood leak, positive blood leak test strip, and no manufacturer evaluation of the suspect product, this clinical investigation cannot disassociate the optiflux f180nre dialyzer as the probable cause of the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility inventory manager reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn noted that this blood leak event occurred during the second setup of the patient¿s treatment. The rn explained that the patient has ongoing access issues. The patient initially had a fistula placed followed by a graft (non-fresenius products) and has experienced issues with both. Approximately one hour following treatment initiation, the patient experienced access issues which clotted off their system. The rn confirmed that this issue is unrelated to fresenius products. The patient¿s blood was returned. The patient¿s treatment was re-setup and treatment continued for approximately two hours until the blood leak event. The rn was uncertain whether the patient¿s access issue caused or contributed to the blood leak event. The rn stated that the patient is scheduled to be seen by the surgeon for additional evaluation to address these issues. The blood leak was internal. The fresenius 2008k2 machine alarmed appropriately with a blood leak alarm. The blood leak was not initially visible to the clinic staff. Blood leak test strips were used and tested positive for the presence of blood. The rn noted that the blood leak could be visually observed in the dialysate after disconnecting the supplies. No defect or damage was noted. The patient¿s estimated blood loss (ebl) was approximately 250 ml. No patient injury or required medical intervention resulted from the reported event. The patient opted to end treatment for the day. Due to the interruptions and incomplete treatment received, the patient arrived at the clinic the following day and received an additional treatment. Treatment successfully completed without resulting in adverse event, serious injury, or required medical intervention. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The clinical and plant investigations are in process. A supplemental MDR will be submitted upon completion of these activities.